Manufacturer narrative:
The insulin pump received with normal operating currents. No unexpected failed battery test alarm. All buttons functioning properly. No damage in the keypad assembly and no unlocked lcd keypad connector during visual inspection noted. The insulin pump passed the displacement, prime and excessive no delivery test. No excessive no delivery alarm noted. The insulin was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window, cracked battery tube threads and cracked belt clip slot.

Event description:
Customer reported via phone call to have physical damage of insulin pump and was not able to bolus. Customer reports insulin pump was cracked at b button area and battery compartment. Customer does not know how damage occurred. Alarm history showed a no delivery alarm, bad battery alarm, and failed battery test. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.